Event description:
The device was implanted on 6/24/96, for infusion of fudr through the hepatic artery for treatment of cancer. On 1/6/97, a facility nurse contacted a MFR clinical rep to inquire about calculating flow rates on a device that had been taken out of the pt's device pocket and externalized. The pt was scheduled to go into the office for a device refill on 1/6/97. The device had apparently been externalized on 1/3/97 by the physician. This was verified on 1/6/97, by the physician. The facility nurse informed the MFR's clinical rep that there had been many problems with the device pocket and the device finally eroded through the skin. The device is apparently going to be replaced with either a vascular access or another device. The MFR's clinical rep stated that for now, they would have to establish a new flow rate based on the return volume from the first refill (1/6/97), and then subsequent refills there after.